Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging that their onetouch ultramini meter was powering off during use. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the power issue began at an unspecified time on (B)(6) 2014. The patient informed the cca that they manage their diabetes with oral medication and insulin. It is not known if the patient made any changes to his usual diabetes management regimen after alleged meter power issue started. The patient reported that they developed symptoms of ¿frequent urination and dizzy¿ one day after the power issue began. The patient reported they went to the ER on either (B)(6) 2014. During the ER visit, the patient confirmed their blood glucose was tested with an ER/hospital meter and result was ¿551 mg/dl¿. The patient claimed they were treated with IV fluids and insulin. At the time of troubleshooting, the cca noted there was misuse of the subject meter. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly was treated for hyperglycemia by an hcp after the alleged meter power issue started.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.